Manufacturer narrative:
(B)(4). Device was returned on (B)(6) 2016. (B)(6). Post market vigilance (pmv) led an evaluation of one premium plus ceea* 31 instrument w/tilt-top* opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a low anterior resection / sst anastomosis when the surgeon attempted to remove the device from the gut after firing the device they stated it was difficult to remove even though the anvil tilted. Separating the anvil from the handle, both devices were removed from the anus. Every staples were confirmed to be placed normally by x-ray; however, a part of tissue was still uncut. The surgeon performed the cut of tissue through anal and the case was completed. Operating time was extended by more than 30 minutes. There was unanticipated tissue resection and tissue damage, with some oozing bleeding. Last known patient status: stable.